Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation was not confirmed. The header firmly attached to the device casing. Visual inspection noted no irregularities and no holes were noted in the seal plugs. The setscrews move freely. The device passed all electrical tests performed. Further, analysis found no evidence of device defect, malfunction or damage outside the bound of normal medical use.

Event description:
It was reported that this pacemaker was part of a system revision due to patient experiencing twiddler's syndrome which dislodged the atrial lead. This device was explanted together with the leads. No additional adverse patient effects were reported. Additional information indicated that the device was removed due to wire wound around the device. The patient stated having a lot of abdominal stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to patient experiencing twiddler's syndrome which dislodged the atrial lead. This device was explanted together with the leads. No additional adverse patient effects were reported. Additional information indicated that the device was removed due to wire wound around the device. The patient stated having a lot of abdominal stimulation.